Manufacturer narrative:
The field service engineer changed the sample probe. He ran performance testing and the results were correct. He changed the measuring cells due to low calibration signals. Quality controls run around 9:45 on (B)(6) 2017 were below target values. A calibration was performed around 12:00 on (B)(6) 2017 and the signals were too low. Controls run on (B)(6) 2017 at 13:30 were within target range. A possible cause may be related to the low calibration signals that were generated. If the same control material was used for both 9:45 and 12:00 control runs, it is possible that the later control recovery may have been untrustworthy and the low calibration signals were not detected.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Phone number was provided as "(B)(6)".

Event description:
The customer stated that they received questionable results for two patient samples tested for the elecsys tsh assay (tsh) on a cobas e 411 immunoassay analyzer (e411). Of the two samples, one had an erroneous initial tsh result that was reported outside of the laboratory. The sample initially resulted as 7.46 ui/ml. The sample was repeated on (B)(6) 2017, resulting as 5.68 ui/ml. The 5.68 ui/ml value was believed to be correct. The sample was also repeated a second time on (B)(6) 2017, resulting as 5.80 ui/ml. The customer notified the physician of the results and he complained because he had already prescribed medication to the patient. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 21249100, with an expiration date of september 2017. The field service engineer ran performance testing and this was ok.